Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Upon reloading the cartridge, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reattached the existing cartridge, resolving both issues. Customer's blood glucose was approximately 220 mg/dl.